Event description:
Clinical manager reports a pump segment leak during dialysis. The care giver responded to the air detector alarm of the fresenius 2008e machine and found air throughout the extracorporeal system to the air detector. Blood was found to be dripping from a pump segment split 1/2 to 3/4 inches in length. Ebl of 200 ml from the discard of the system due to air; blood in arterial line returned to pt. When questioned about observance of the leak during prime, the rn reported no leak was noted. The pt did not require medical intervention or have reported injury. MDR filed due to the amount of blood loss only. Sample available and has been decontaminated.